Event description:
The reporter stated that the potentiometer clamps are breaking, and "as a result of this the pump does not recognize the syringe any longer." There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Clamps from pump were received at MFR without the corresponding pumps. However, MFR has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.